Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiologist reported that the patient reported red heart alarms and "vibrations" in chest. Upon interrogation of the event log, numberous pump stoppages and low rpm were seen. The event logs were sent for analysis and x-rays done and sent to technical services. Log files showed pump stoppage and speed drops. X-rays did not show driveline compromise. Controller swapped out. No new alarms since swap. Add'l x-rays and log filed requested. Perc. Lead repair completed. Continuity test found phase 3 not complete. Phase interrupter showed one broken wire. Continuity test after repair showed complete continuity. Pt was put on grounded cable with no alarms.